Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was recently hospitalized and device was lost in transport to and from hospital. The caller reported the patient had trouble walking and loses control of bowels. It was noted the event was ongoing.